Manufacturer narrative:
B5: the device also contained sodium chloride 0.9%. H4: the lot was manufactured from october 18, 2021 - october 19, 2021. H10: the actual device was not available; however, a photograph of the device was received for evaluation. A visual inspection of the photograph was performed using the naked eye which revealed traces of silicone oil located on the interior wall of the housing. The manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the device to prevent potential rupture from housing contact. Small amount of silicone oil from the device may have come in contact with the interior wall of the housing during manufacturing; this condition is cosmetic and has no impact on the function of the device. The reported condition was verified as silicone oil; however, the device met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage inside the device. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil 6400mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.